Event description:
A home pt's husband contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain of her automated peritoneal dialysis therapy. Reportedly, the home patient connected to the homechoice machine after initiating the initial drain. Baxter's technical service center assisted the home patient in ending the therapy early. The home patient completed therapy with new supplies. There was no patient injury or medical intervention associated with this incident per the home patient's daughter.